Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. A non-conformance was found during the review; however, it was not related to the manufacture of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that failure to size the diameter of the tunnel relative to the graft properly may result in suture breakage due to excessive force required to advance the graft. Applying tension to the graft loaded in the button while advancing may cause the device to flip prematurely. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the kfb035 device was being used during an acl reconstruction w/ allograft on approximately (B)(6) when it was reported "it happened during surgery. There was no injury to the patient, but it did delay us by about 45 minutes as we had to go back through the entire procedure to place a new button. The button appeared to break at the locking stitch when we put it under tension." An alternate same-like device was used to complete the procedure. Further assessment questioning found that the device was in the surgical site at the time of breaking. One portion of suture came through the joint space and out through the tibia, while the other portion including the button came through the soft tissue on the femoral side. All pieces were retrieved from the patient by hand. The current status of the patient is recovering. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.